Manufacturer narrative:
The associated complaint device was not returned for evaluation. A review of complaint history revealed no prior complaints for the listed lot. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Our clinical/medical investigation concluded: no clinically supporting documentation has been provided for inclusion in this investigation. Without the explant, or the requested clinical information the root cause of the dislocation cannot be determined. The impact to the patient beyond the dislocations cannot be concluded. No further clinical/medical assessment is warranted at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that a surgical intervention was performed due to dislocation, all parts were removed.